Manufacturer narrative:
Evaluation summary: it is unknown how many times the package was in transit or what conditions it was subjected to. The damage can be attributed to wear and tear that accrued during the field life. It is likely that the device exceeded its useful life due to wear obtained during transit. However, a definitive root cause cannot be determined. Evaluation: a nexgen stemmed tibia component with no packaging was returned with the complaint for review. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the inner plastic was cracked and damaged. Another implant was opened and used to complete the surgery.